Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported capsular contracture, baker grade unknown. Patient additionally reported capsular contracture, baker grade ii. Later, healthcare professional reported rupture the device has been explanted. This relates to the left side.